Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results using the customer's own coaguchek xs meter with an unspecified serial number, the clinic's coaguchek xs meter with an unspecified serial number and an unspecified laboratory method. Two different lot numbers were used on the customers' meter and the clinic's meter. This medwatch will cover the clinic's unknown strip lot. Refer to medwatch with a1 patient identifier (B)(6) for information on the customer's strip lot of 28124114. The customer tested on the meter with a result of 5.5 inr. The customer used a different finger and the result form the clinic's meter was 6.6 inr. The result from the laboratory was 3.7 inr. The samples for all results were obtained within 7 hours. The customer's therapeutic range is 3.5 - 4 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.